Event description:
Renegade microcatheter was placed in a sterile field; it was flushed thru the catheter and the housing. The catheter broke when nurse tried to pull it from the housing.health professional's impression: broke before use on the patient.